Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter had a cracked display. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at noon on (B)(6) 2012. The patient stated that she does not use any medication to manage her diabetes and denied making any changes to her usual diabetes management routine in response to the reported issue. Fifteen to twenty minutes after the alleged issue occurred, the patient claimed to have developed symptoms of "shakiness" and immediately after, self treated with glucose tablets/gel in response to the symptoms. The cca was also informed by the patient that on the same day, shortly after the symptoms developed, she tested on another device (unknown type) and obtained a result of "68mg/dl". During troubleshooting, the cca determined that there was any evidence of misuse. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms of severe hypoglycemia (shakiness) and received treatment for an acute complication of diabetes after the alleged issue occurred.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged display. Cracked / broken lines were found on the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k061118.